Event description:
7227cx - lct >30 seconds; pt arrested and rescued w/external defib. Por in january. 6936 - hvb impedance >200 ohms. 5/16/01 lead tested out of specification during manufacturer's analysis.